Event description:
Additional information: 1. The problem occurs when using non-return valves with ivac pcam syringe pumps. 2. The problem occurs regardless of the product administered and regardless of the pump setting: the pca sounds occlusion as soon as a bolus is administered and the nurse has to stand by and press the pca again and again to infuse the medicine; although slightly fewer problems have been observed with continuous infusion, the problem still occurs in the end. 3. All 30852 non-return valves are affected, and the problem recurs every time, regardless of batch number. 4. The problem occurs with all infused substances. 5. The problem occurs during the infusion: as soon as the infusion is started, if it is a bolus, the pca sounds occlusion instantly and if it is a continuous infusion, the pca sounds but with a more or less variable delay after the start of the infusion. 6. A problem that arises as soon as these anti-reflux valves are used.

Manufacturer narrative:
Investigation results: one 30852 sample from lot 23025272 was received for investigation of pr 9400096. The sample was received with opened packaging; however, the sample appeared to be clinically unused, as the protective caps were in place and no residual fluid was present in the tubing. No sample of the connecting product was received to aid the investigation. The customer reported that they experienced an occlusion alarm for bolus delivery and that they were unable to purge the tubing with a syringe. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then functionally tested using a bd plastipak syringe which was loaded into an alaris gh syringe pump and subjected to infusion at various infusion rates, no alarms were experienced throughout the infusions. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23025272 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, this is a microbore tubing set, the smaller bore of the tubing means that a higher resistance is placed upon the fluid during infusion, especially at a higher infusion rate. This can translate into an increased force being required to manually prime or inject into the infusion line, therefore it may be necessary to increase the occlusion alarm threshold on the pump in order to prevent false occlusion alarms. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 30852 product over the past 12 months.

Event description:
It was reported that bd y-set w/antisiphon vlv was occluded. The following information was received by the initial reporter with the following verbatim: for several months, pca ivac pcam have been sounding occlusion during bolus delivery. . Since the new recommendation, it has been necessary to fit non-return valves on syringes. The nurses have found that when they purge the tubing, it's very difficult to do so force. As a result, the pcas are unable to push the syringe out and sound occlusion. Despite numerous attempts to repair the pca. This is very annoying for the patient, who does not benefit from full delivery of his products. There is no no impact on the service, apart from more time-consuming patient monitoring. The dm is available for expert appraisal. Patient's current condition: nr. Actions taken in the care facility to manage the patient: nr.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.